Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise caused by electromagnetic interference was observed on the cardiac resynchronization therapy defibrillator (crt-d) with subsequent short ventricular intervals seen on the right ventricular (rv) lead. No action was taken and the crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.